Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, after approximately three placements, the tip mechanism would not behave linear anymore. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix extended, the helix is bent. If information is provided in the future, a supplemental report will be issued.